Manufacturer narrative:
(B)(4) date sent 7/7/2026 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device gcs40g lot number c9et3f and no non-conformances were identified. Additional information was requested, and the following was obtained: 1.. Specifically, we would like to know how the contour device was removed or opened during the procedure. It was necessary to cut the surgical specimen with scissors below the area clamped by the stapler. 2. Were there any consequences for the patient? If so, how was the problem resolved? Manual suturing of the rectal stump was required, resulting in an increase in operative time. 3. Was there any change in the patient's postoperative care as a result of this event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total colectomy with anterior resection of the rectum performed, the contour surgical stapler was used to transect and staple the distal rectum. After proper positioning of the device and firing according to the usual technique and the manufacturer's instructions for use, it was observed that the device remained attached to the surgical specimen after stapling, making removal difficult. After removal of the stapler, a mechanical failure was identified related to the device's retention pin, which was in a closed/outward position outside the stapler. Additional manipulation of the device was required to release the surgical specimen and continue the procedure, resulting in intraoperative technical difficulty and prolonged operative time. Patient status/ outcome / consequences no,